Event description:
It was reported that tfna fem nail ø10 130° l200 timo15 was found to have a defect on its proximal nail end upon opening, with a tab deformed and bent inward, blocking the connection between the nail and insertion handle. This prevented the nail from clicking and retaining to the insertion handle. There was no reported patient harm, as a new implant was used before implantation, but a procedural delay of 10 minutes was noted.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: h3, h6: part: 04.037.043s. Lot: 64422p2. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 18 apr 2025. Expiration date: 01 apr 2035. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that tfna fem nail ø10 130° l200 timo15 was observed out of the original package, therefore is not possible confirm the condition of the implant into the sealed package. However, the prong is bent inward and it is not unreasonable based on information provided and the observed condition of the device that a functionality issue may occur during the procedure. Per the tfn-advanced proximal femoral nailing system (tfna) - screw only surgical technique guide. 1. Assemble insertion instruments: match the geometry of the handle to the nail and connect the nail to the insertion handle. The nail will click in and self retain. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for tfna fem nail ø10 130° l200 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
Additional information has been received; the previously reported event is no longer considered reportable at this time as there was no failure of the device. No further follow-ups will be sent. The device was received broken by the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9 corrected: h1 . Recaptured codes on h6 (health effect - impact code) h3, h4, h6: photo investigation: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that tfna fem nail ø10 130° l200 timo15 was observed out of the original package, therefore is not posible confim the condition of the implant into the sealed package. However, the prong is bent inward and it is not unreasonable based on information provided and the observed condition of the device that a functionality issue may occur during the procedure. Per the tfn-advanced proximal femoral nailing system (tfna) - screw only surgical technique guide. 1. Assemble insertion instruments match the geometry of the handle to the nail and connect the nail to the insertion handle. The nail will click in and self retain. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for tfna fem nail ø10 130° l200 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the tfna fem nail ø10 130° l200 timo15 was returned out of the original package, therefore is not possible confirm the condition of the implant into the sealed package. However, the prong is bent inward and it is not unreasonable based on information provided and the observed condition of the device that a functionality issue may occur during the procedure. Per the tfn-advanced proximal femoral nailing system (tfna) - screw only surgical technique guide. 1. Assemble insertion instruments match the geometry of the handle to the nail and connect the nail to the insertion handle. The nail will click in and self retain. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 130° l200 timo15 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 04.037.043s lot: 64422p2 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date: 18 apr 2025 expiration date; 01 apr 2035. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.